Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2015. According to the complainant, during the procedure, the probe stopped working. When the device was taken out of the scope the ceramic tip fell off. Reportedly, no detached piece fell off inside the patient. The device was connected directly to a generator and no issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The tip detaching. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.